Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected field: g1 (contact person ¿ mfg site).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had an autofill error. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was able to trouble shot over the phone with the customer's biomed . The biomed was told to run the pim test and after running the pump for 3 hours, no failure occurred. Biomed took a look at logs, nothing unusual from log book. The iabp was returned to service. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill error. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.